Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with enterocele repair, sacrospinous ligament fixation, posterior repair, cystoscopy, and excision of left labial mole. It was reported that patient underwent anterior mesh removal and anterior repair on (B)(6) 2012 due to erosion. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to prolapse and stress urinary incontinence. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urge urinary incontinence, nocturia, urinary retention, overactive bladder, atrophic vaginitis, urinary frequency, vaginal discharge, and recurrent urinary tract infection.